Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's entire bolus was not delivered. Customer's blood glucose level was impacted (379 mg/dl). During troubleshooting with tandem technical support, pump bolus history was reviewed and showed that the bolus was cancelled. Customer admitted that the "x" near "bolus" on the home screen was inadvertently tapped, and the bolus was cancelled after 1.41 units of the 10.74 requested dosage was delivered. Customer programmed a correction bolus of 6.31 units for treatment of elevated bg level to resolve the issue.